Event description:
Physio-control received a report from a customer that the device unexpectedly shuts down. They reported "monitor turns off and on by it's self". In this state the device may not be able to deliver defibrillation therapy if needed. There was patient involvement but no report of patient harm associated to this event.

Manufacturer narrative:
Physio-control evaluated the patient record and device keylog data and it was verified that the device inappropriately lost power on the reported event date. No further root cause was determined.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer device and was unable to duplicate the issue. As a precaution, the battery pins were replaced. After passing functional and performance testing, the device was returned to the customer.

Event description:
Physio-control received a report from a customer that the device unexpectedly shuts down. They reported "monitor turns off and on by it's self". In this state the device may not be able to deliver defibrillation therapy if needed. There was patient involvement but no report of patient harm associated to this event.